Manufacturer narrative:
Correction: product analysis: the stent was not present on the balloon and did not return for analysis. The inner member under the balloon was kinked and bunched. Due to the entrapment of the onyx frontier in the launcher, it was not possible to remove the device without cutting the hypotube of the onyx frontier. On closer inspection of the onyx frontier, flattening and a kink was evident on the transition shaft. Flattened sections were evident on the distal shaft. The proximal/lumen bond was necked. The shaft of the launcher was cut along its length to determine that no stent was present in the device. Annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a launcher guide catheter was being used with the onyx frontier device. When removing the undeployed onyx frontier stent from the patient the stent dislodged in vivo. The interaction between the launcher and onyx frontier devices caused the dislodgement to occur, as the dislodgement occurred as the stent was being pulled back into the launcher device for removal. The stent does not remain implanted. The stent was entrapped in the launcher guide catheter and both devices were removed together. No intervention was required to remove the stent. Initial reporter phone number was provided. Event date provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion. It was reported that device failed to cross the lesion and when removing the undeployed stent from the patient, the stent became entrapped in the non-medtronic guide catheter. The stent was removed with the guide catheter. No patient injury was reported.

Manufacturer narrative:
Product analysis: the device was received for analysis. Device returned inserted into a launcher guide catheter which had a y-connector still attached. The y-connector could be removed with no issue noted. A kink was evident on the hypotube. It was not possible to remove the device from the guide catheter. The balloon folds of the onyx frontier catheter returned expanded. The distal tip of the guide catheter had folded inwards as the expanded balloon was being retracted. No deformation was evident to the distal tip. Destructive testing was carried out on the launcher with no stent present in the shaft. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.